Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately 3 ml and was not contained within the instrument. The customer also reported that the instrument was not generating differential recoveries. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts). There was a hole in tubing to pinch valve pv27; the customer was able to successfully replace the tubing. There were no further leaks or differential issues. Bec field service was not dispatched for this event. (B)(4).